Event description:
This system was removed due to infection. It is believed that the pt caught the infection from dialysis. There is no indication that the system has been replaced yet. The hospital retained the devices. Should additional info be received, this file will be updated.